Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient of unknown age and ethnicity underwent an unknown breast surgery with an unspecified mentor artoura tissue expander and experienced unknown side deflation. As a result, the device was explanted on an unknown date.